Event description:
The facility representative reported a flo-gard infusion pump that "presented alarm #94". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention indicated at the time of the report. There was no information reported whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-94 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective/depleted main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.